Manufacturer narrative:
(B)(4) deleted as additional information received from healthcare provider stated the patient never experienced this symptom. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's healthcare provider (hcp). The hcp stated that the patient never had an intercerabral bleed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient developed dystonia due to a intercerebral bleed that occurred at an unknown date.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.